Manufacturer narrative:
(B)(4).

Event description:
During a routine follow-up of a platinium dr 1510 sn (B)(4) on (B)(6) 2017, warning message ¿62 excessive charge time detected. Defibrillation system potentially ineffective.¿ was displayed at interrogation. Reporter wants to know why this message was displayed and what this indicated. The last charge time displayed on the overview screen was 9.8 seconds. No detection listed for this device. The last charge to 42 j was listed as being on the day of implant, (B)(6) 2017. A real time charge time test to 42 joules with a charge time of 10 seconds and duration of 16 seconds was conducted. This charge time test appeared to be normal. All other follow-up tests were normal for this device. Preliminary analysis showed that the reported warning was displayed due to an incomplete charge that occurred before implantation, whereas the whole system was probably not in place. Charge time upon implantation was correct.

Event description:
During a routine follow-up of a platinium dr 1510 sn (B)(4) on (B)(6) 2017, warning message "62 excessive charge time detected. Defibrillation system potentially ineffective." Was displayed at interrogation. Reporter wants to know why this message was displayed and what this indicated. The last charge time displayed on the overview screen was 9.8 seconds. No detection listed for this device. The last charge to 42 j was listed as being on the day of implant, (B)(6) 2017. A real time charge time test to 42 joules with a charge time of 10 seconds and duration of 16 seconds was conducted. This charge time test appeared to be normal. All other follow-up tests were normal for this device. Preliminary analysis showed that the reported warning was displayed due to an incomplete charge that occurred before implantation, whereas the whole system was probably not in place. Charge time upon implantation was correct.